Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (value not provided). Reportedly, the customer required assistance to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.